Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 434 mg/dl and a correction bolus was delivered. The customer thought that once the pump insulin gauge dropped below 125 units, "it would do something that would cause the bg level to rise". The customer declined tandem technical support's offer to troubleshoot. Reportedly, the customer switched to another tandem pump for insulin delivery.